Event description:
Additional information - the patient was asymptomatic and in stable condition throughout.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: (B)(4). It was reported that the left ventricular lead was explanted and replaced due to a dislodgement. The implantable cardioverter defibrillator was also explanted and replaced during the same procedure, but the reason for explant was unknown.